Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: clip failed to deploy. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that the physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the clip failed to deploy after the trigger was depressed. The device was removed without incident and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.